Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the lower housing, battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
Same case as MFR report #: 2134265-2010-01838, 2134265-2010-01891. It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred. The 100% stenosed and totally occluded lesion measuring 2.5mm in diameter and 16mm in length was located in a non-calcified and moderately tortuous left circumflex artery (lcx). The lesion was predilated with a 2.5x10mm non bsc balloon. A 2.50x16mm taxus liberte¿ drug eluting stent was placed in the lesion. A 3.0x38mm taxus liberte¿ drug eluting stent was placed in a second lesion in the left anterior descending artery (lad). No patient injuries or complications occurred. Patient status was satisfactory. At discharge the patient was placed on dual antiplatelet and statin therapy. Three days post procedure the patient presented with chest pain, a myocardial infarction and ECG results suggestive of acute coronary syndrome. Both stents were occluded with thrombus. The patient was reported to be taking gp iib/iiia and aspirin for antiplatelet therapy. A thrombectomy catheter was used to remove the thrombus, a non bsc balloon was used to predilate the lesions. A 2.75x16mm taxus liberte¿ drug eluting stent was placed in the lcx. During the procedure a type b dissection was noted. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The returned transmitter ((B) (4)) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter passed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.